Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was on, but the display remained black. Customer began relying on the mobile app to interact with the pump for insulin therapy. There was no adverse impact to customer's blood glucose.